Manufacturer narrative:
The biomedical engineer (bme) reported that they had a couple of beds drop off of the central nurse's station (cns) over the weekend. One is reported in this complaint, and the other is reported in the related complaint (B)(4). No patient harm was reported. Vmc-c405. Cns-6801a, sn (B)(6) (172.16.101.15). Bsm-6701a, sn (B)(6). Bsm-1733a, sn (B)(6). Software versions & devices involved: cns-6801a. V 02-20. Bsm-6701a. V 08-93. Bsm-1700a. V 02-68. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6701a. Sn: (B)(6). Device manufacturer date: 01/21/2017. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: device not returned. Bedside monitor: model: bsm-1733a. Sn: (B)(6). Device manufacturer date: 06/30/2016 . Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: device not returned.

Event description:
The biomedical engineer (bme) reported that they had a couple of beds drop off of the central nurse's station (cns) over the weekend. One is reported in this complaint, and the other is reported in the related complaint (B)(4). No patient harm was reported. Vmc-c405. Cns-6801a, sn 0(B)(6) (172.16.101.15). Bsm-6701a, sn (B)(6). Bsm-1733a, sn (B)(6). Software versions & devices involved: cns-6801a. V 02-20. Bsm-6701a. V 08-93. Bsm-1700a. V 02-68.

Event description:
The biomedical engineer (bme) reported that monitoring from the bedside monitors (bsms) was dropped at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that monitoring from the bedside monitors (bsms) was dropped at the central nurse's station (cns). Another cns experienced the same issue and was reported on ticket (B)(4) and reported in MDR 8030229-2023-03965. No patient harm was reported. Investigation summary: it was determined that the cause of the issue was a cns software deficiency at the cns and an unstable network connection during the wlan transport process. Nihon kohden technical support (nk ts) and nk cits are currently working with the customer to assess and improve their local network environment. Nk also plans to improve the cns software to better retain bsm information in case connection issues arise during wlan transport. The next cns software upgrade is estimated to be released in june 2024. Nk plans to address this issue through cns software improvements and will continue to monitor and trend similar complaints. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the cns: bedside monitor. Model: bsm-6701a. Sn: (B)(6). Software version: 08-93. Device manufacturer date: 01/21/2017 . Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor model: bsm-1733a. Sn: (B)(6). Software version: 02-68. Device manufacturer date: 06/30/2016 . Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that monitoring from the bedside monitors (bsms) was dropped at the central nurse's station (cns). No patient harm was reported.